Event description:
Put on latex surgical gloves, immediately developed itching on hands and forearms. Gloves removed within 10 mins. Noticed erythema to the forearms, referred to physician. Developed generalized uticaria, respiratory distress and evidence of bronchospasm. Treated with epinephrine and benadryl and transported to emergency dept. Treated and observed.